Manufacturer narrative:
Concomitant medical products: d334trg crtd, implanted (B)(6) 2011. Product event summary : the proximal portion of the lead was returned, analyzed, and proximal ring discoloration was noted in the trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted and returned with no information, and subsequently tested out of specification. Follow-up was attempted with the physician's office however the patient had not been followed at the clinic for over five years. No patient complications have been reported as a result of this event.